Event description:
It was reported that, during use, the footswitch, multi-function, versajet ii did not work, so the saline solution did not came out of the versajet exact assy, 45 degree x 14mm. Additionally, when stepping on the footswitch, a sound was expected to came from the versajet ii console, but there was no sound. Once the handpiece was exchanged the procedure was completed without significant delays. The patient was not harmed.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Initially was reported that foot pedal did not work however after receiving additional information we could determine that the problem was a minor defective with the hand piece, once the handpiece was exchanged everything worked properly, the procedure was completed successfully without significant delays. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during use, the footswitch, multi-function, versajet ii did not work, so the saline solution did not came out of the versajet exact assy, 45 degree x 14mm. Additionally, when stepping on the footswitch, a sound was expected to came from the versajet ii console, but there was no sound. It is unknown how the procedure was finished and if there were any delays. The patient outcome is unknow.